Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests ten times a day and manages his diabetes with an insulin (based on both his food intake and blood glucose reading) via insulin pump. The patient confirmed that on (B)(6) 2012 (5pm), he obtained a blood glucose reading of ''239mg/dl'' with the subject meter. Just prior to the alleged issue, the patient clarified he was having a feeling of ''hopelessness'' (a feeling he typically associated with hypoglycemia) and in response to his feeling the patient indicated he consumed his dinner. After finishing his meal, the patient indicated he tested his blood glucose (''239mg/dl'' ) and based on his food intake and reported reading, the patient indicated he administered between 6-8 units of insulin. Approximately 10-20 minutes later, the patient indicated he began to feel lightheaded, so he retested his blood glucose with the subject meter and obtained a reading of ''39mg/dl.'' The patient stated he immediately drank orange juice as self-treatment and had his father drive him to the emergency room (ER). The patient clarified he did not admit himself to the ER; however, he confirmed and clarified as he sat in the ER's waiting room he tested his blood glucose with the ER's meter, obtained a low reading (result unknown), and was administered by the hcp more orange juice. Within 30 minutes after arriving in the ER the patient indicated his symptom began to improve and once his blood glucose reading was above ''60mg/dl'' the patient left the ER. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on his food intake and the alleged result, and reportedly had to later be treated by an hcp for hypoglycemia after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults were found. The primary complaint was not confirmed. The meter was found to work properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.